Event description:
A venous air alarm occurred during a routine hemodialysis treatment. The air is attributed to the operator not pressing stop prior to priming the saline t, as directed in the user's guide. Treatment was discontinued without performing rinseback due to air in the venous line, resulting in an estimated blood loss of 190cc. The pt was transfused one unit of blood on (B)(6) 2011. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the cartridge. Facility staff attributed the air alarm to the operator not following instructions as directed in the user's guide. The user's guide contains adequate info regarding priming the cartridge and probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional info will be provided.